Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, the clip did not deploy inside the patient. It is not currently known if this reflects a failure to release scenario. The procedure was completed with another resolution clip. No patient complications resulted from this event. The patient's condition was reported as fine post procedure. Attempts to obtain additional information regarding the circumstances surrounding this device have been unsuccessful to date. Should any additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, the clip did not deploy inside the patient. It is not currently known if this reflects a failure to release scenario. The procedure was completed with another resolution clip. No patient complications resulted from this event. The patient's condition was reported as fine post procedure. Attempts to obtain additional information regarding the circumstances surrounding this device have been unsuccessful to date. Should any additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and not returned. The control wire separated per design. It was also noticed that there was a kink in the control wire. The reported event of the "clip didn't deploy" was not able to be confirmed due to the clip assembly being fully deployed and not returned. However, a kink was found in the control wire therefore, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.